Event description:
It was reported to boston scientific corporation that a rotatable snare was opened to be used for a polypectomy procedure performed on (B)(6) 2026. During the procedure, when the outer package was opened, a metal component of the connector linked to the active cord was found detached inside the sterile pouch. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.